Event description:
The facility reported that the sara 3000 active lifter became inoperable prior to the completion of a pt transfer. Although the device is fitted with an emergency lowering override function it seems the user did not use this function and attempted to remove the pt from the device while they were still suspended. This in turn has caused the pt to fall back into a chair once the sling was released, which inadvertently caused a fracture to the right forearm of the pt.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntliegh (registration#(B)(4)) on behalf of the MFR medibo medical products nv (registration#(B)(4)). No eval of the device has been carried out by an arjohuntleigh rep. The facility advisor informed an arjohuntleigh rep that the device condition is fine. From the info at hand, the injury to the pt seems to be due to use error of the device and not as a fault or defect with the device itself. Add'l info will be provided following the conclusion of the MFR's investigation.